Event description:
Report received from abbott international affiliate (abbott australia) of an underdelivery: the report states "pump appears to be delivering fluids at an incorrect rate e.g. If 500 mls fluid set to run over one hour, it is taking at least 1.5 hours... No information on pt data/medical history. The pump did it twice, the first time they thought it may have been excess fluid, tried again and it was perfect, then the third time, it was set for one hour, but took one and a half hours to go through chemotherapy drug in normal saline being administered. There was no adverse event to the pt at all just took longer than it should have." There was no additinal information available.